Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 20 x 2.75 promus premier select drug-eluting stent was selected for use: however, during advancement to the lesion, the proximal shaft of the stent broke. No additional information has been provided.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained. The promus select ous mr 20 x 2.75mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft profile and that there was a break in the midshaft 6 mm proximal to the port exchange. Microscopic inspection revealed no issues with the stent, balloon, and markerbands. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The mandrel could not be removed as it was inserted too deep, resulting in distal tip damage. The tip was looped around the distal section of the mandrel.

Event description:
It was reported that a shaft break occurred. A 20 x 2.75 promus premier select drug-eluting stent was selected for use: however, during advancement to the lesion, the proximal shaft of the stent broke. No additional information has been provided.